Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event that the tip was bent was confirmed through visual inspection. During the device evaluation, we were unable to determine what caused the bent tip. Witness marks such as scratches and dents were observed, possibly indicating rough or improper handling over the life of the device. The pointer is not able to be repaired and will not be returned to the customer.

Event description:
It was reported that during testing conducted by a service technician at the user facility, the tip of the small pointer was bent and could not be calibrated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted by a service technician at the user facility, the tip of the small pointer was bent and could not be calibrated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.